Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgery. It was reported that the rod inserter would not hold the rod. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Manual evaluation found the -05 inserter subassembly loose at the main body attachment point. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage g0836 used to verify proper retention. The mmc conditions properly retained; the lmc gage was not retained. Rod inserter also inspected for -07 arc rod 0.5 max gap dimension and found to be above print specification. The above observations are consistent with anticipated wear of the instrument.